Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm being treated measured 6.13 cm in diameter. The neck length measured 13.5 mm. The diameter of the neck measured 23.2 and 21.9mm. There was calcification and tortuosity noted in the access vessels as well as in the aortic neck. The left common iliac artery measured 12.2 and 14mm in diameter. The right iliac artery measured 19.8 and 7.1mm in diameter. It was reported that on the final run the physician noted a leak. Balloon remodeling was performed; however this did not resolve the proximal type I endoleak. The physician elected to place an endurant cuff. This significantly reduced the endoleak; however, at the end of the procedure, there still remained a slight blush. The patient tolerated the procedure well and will continue to be monitored by the physician. No additional clinical sequelae were reported and the patient is fine. A review of returned films pre-implant show that the proximal neck appears short and angulated. Post-implant films were not provided. Likely patient anatomy related (challenging neck).

Manufacturer narrative:
(B)(4). Evaluation method: (film evaluation). Evaluation results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (anatomy related; challenging neck). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; challenging neck).